Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number: 3006705815-2022-01005, 3006705815-2022-01006. It was reported that patient¿s leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 where in the leads were repositioned back to midline. During the procedure the ipg was not able to set in surgery mode so the ipg was explanted and replaced too.